Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out-of-range shock impedance measurements. Technical services were discussed and provided troubleshooting options. Plan to bring the patient to the lab and either replace sicd lead or implant transvenous. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out-of-range shock impedance measurements. Technical services were discussed and provided troubleshooting options. Plan to bring the patient to the lab and either replace sicd lead or implant transvenous. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out-of-range shock impedance measurements. Technical services were discussed and provided troubleshooting options. Plan to bring the patient to the lab and either replace sicd lead or implant transvenous. No adverse patient effects were reported. This product remains in service.